Event description:
The hcp reported the patient was experiencing increased spasticity. The hcp reported a dose escalation without control of spasticity as before. "Did not do dye studies due to past false positive tests." The catheter was explanted and replaced and returned to the manufacturer for analysis. The patient outcome was not reported. A follow up report will be sent when additional information is received.